Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Additional information: per 9732461 rev 13 pg 52 contains warnings regarding movement: ¿warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."

Manufacturer narrative:
(B)(6). Patient sex not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a shunt placement and then tumor resection, an imprecision of 1mm was observed when resecting the tumor. The surgeon opted to compensate with the imprecision and continue with the procedure. A medtronic representative reported the surgeon believed the anesthesiologist bumped the vertek arm, but could not be confirmed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.